Manufacturer narrative:
The customer reported that they had a fourth patient sample with discrepant results for tp2 (total protein). This fourth sample initially resulted in a total protein value of 3.79 g/l and it repeated as 65 g/l. The field service engineer adjusted the wash stations, changed the probes, and changed a liquid level detection board. Performance testing was ok. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The albumin and total protein reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested for albumin and a third patient sample tested with tp2 (total protein) on a cobas c 503 analytical unit. The first sample initially resulted in an albumin value of 1.75 g/l and it repeated as 39 g/l. The second sample initially resulted in an albumin value of 0.186 g/l and it repeated as 37 g/l. The third sample initially resulted in a total protein value of less than 2 g/l and it repeated as 56 g/l.